Manufacturer narrative:
Incident voided....duplicate of event 1043534-2009-00296.

Event description:
(B)(4)

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02032. This event occurred in (B)(6).